Manufacturer narrative:
Concomitant medical products: product ID: 355531, lot# n296052, implanted: (B)(6) 2011, product type: screening device. Product ID: 37743, serial# (B)(4), product type: programmer, patient product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37092, lot# 285700001, implanted: (B)(6) 2011, product type: accessory. Product ID: 8591-38, lot# d09393, implanted: (B)(6) 2011, product type: accessory. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
It was reported that the patient had a loss of stimulation/therapeutic effect. It was noted that the patient lost stimulation on (B)(6) 2014 and that the stimulator had been off since (B)(6) 2014. It was noted that during the use of stimulation, the patient had to be bent over to receive stimulation. The device was interrogated and impedance testing was completed on the day of the report showing no out of range impedances. It was noted that the stimulation was functioning as expected in all positions at the time of the report. Patient symptoms included less than (B)(6) therapy relief in the bilateral legs. It was noted that the cause of the issue was not determined. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.